Manufacturer narrative:
The broken proximal portion of the sheath was returned for evaluation and visually inspected. The sheath was noted to be broken around 8cm from the proximal hub with the metal coil exposed at the distal end. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. The exact cause cannot be determined based on the available information. The case details seem to indicate that the solopath device malfunction most likely occurred from excessive removal force that exceeded the tensile value of the device. However, there is no evidence that the reported event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "if resistance is met when advancing or withdrawing the guidewire or sheath, determine the cause by fluoroscopy and correct before continuing with the procedure." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported sheath separation on the solopath device during a procedure. Follow up communication with the user facility confirmed the following information: the procedure was a left main stenting utilizing an abiomed impella device providing ventricular support; a 14fr cook sheath was inserted into the right iliac artery and would not advance into the distal aorta; the cook sheath was removed and a solopath device was used; (4) a solopath device was inserted without any resistance; the dilator was inflated according to the IFU and then removed without incident; a peel away sheath was inserted through the solopath valve and the impella device was placed without any incident; the impella was removed without incident; the procedure was completed; when the solopath was being removed, resistance was felt and the doctor pulled a little harder and the solopath fractured and separated approximately 10-15cm from the hub; it was noted that the patients iliac artery had a very large calcium burden within the vessel wall; the patient was then taken to the or for surgery in order to remove the remaining portion of the sheath; during removal of the sheath, the iliac artery tore necessitating ligation of the artery and a subsequent femoral to femoral crossover bypass graft; and the patient was then transferred to ICU, listed in fair condition.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 for report no. 3004672932-2015-00010 to provide the information for sections, expiration date, age of device, and manufacturing date.

Event description:
This report is being submitted as follow-up no. 1 for report no. 3004672932-2015-00010 to provide the information for sections; expiration date, age of device, and manufacturing date.